Event description:
It was reported to philips that the system's footswitch was unable to connect wirelessly. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the clinical procedure was completed by using the wired footswitch. The philips field service engineer (fse) visited system onsite and confirmed that the system's footswitch was unable to connect wirelessly. Upon troubleshooting, the fse identified the issue with footswitch base station, which was unable to pair with the footswitch. To resolve the issue, the fse replaced base station, but the footswitch was not compatible with the new base station, therefore, fse replaced wireless footswitch as well and performed functional tests, after which the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the additional information, the procedure was completed by using the wired footswitch. An update has been made to the instructions for use (IFU) regarding handling of the wireless footswitch. This includes the requirement to have the wired footswitch always connected as a backup. Therefore, due to the availability of an alternative footswitch, in the event of a wireless footswitch/base station failure, the procedure can be completed without any impact. Due to this, the malfunction of a wireless footswitch/base station would not be likely to lead to a death or serious injury based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.